Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02531. Follow up information identified the patient had suffered a fall and stimulation changed, prior to the discovery of the migrated leads.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02531. It was reported the patient experienced increased discomfort at the ipg pocket site. X-rays revealed the patient¿s leads had retracted to l1/l2 from their original location at t9. As a result, the physician relocated the leads back to their original location on (B)(6) 2018. Postoperatively, effective therapy was reported.